Manufacturer narrative:
A lead revision surgery due to lead migration was reported to abbott. The lead was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Initial reporter phone number: (B)(4). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-17227. It was reported the patient experienced ineffective stimulation. Diagnostics indicated one lead had high impedances, and the other lead was observed to have migrated. In turn, both leads were explanted and replaced to address the issue. Therapy was restored.